Event description:
Note: the date of event is unk. It was reported to boston scientific corp that the cannula on a rx system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the cannula on the rx system split at the tip during procedure. The complainant stated that no further information will be made available.

Manufacturer narrative:
The complainant was unable to provide the suspect device model, catalog or lot number; therefore, the expiration date, device manufacture date, and 510 (k) numbers are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).